Manufacturer narrative:
Conclusion: investigation results indicated that cardiac dysrhythmias and atrial fibrillation (i.e. Complete heart block) are known potential adverse events per the IFU. These issues can be resolved with the implant of a permanent pacemaker. Based on the received information, two days post implant, the issue was resolved with permanent pacemaker implantation. The valve remains implanted . This report is being submitted as part of a historic clinical review of adverse events contained within the randomized surgical valve arm of the (B)(6)study.

Event description:
Medtronic received information that two days post implant of this aortic bioprosthetic valve, the patient went into complete heart block requiring implantation of a permanent pacemaker. The physician considered the heart block to be related to the procedure and device. Additionally, information was received indicating that one day post-implant, the patient experienced uncontrolled atrial fibrillation and was treated medically. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.